Manufacturer narrative:
No product has been returned; the photographs provided do not allow to confirm or disprove the alleged defect. Therefore the investigation cannot confirm whether a quality related issue has resulted in the customer reported problem.

Event description:
It was reported that the jelco 20 is not sliding properly, when canalizing the vein it stops but when going forward breaks the vein because it resists, resulting in more than one puncture to the patient.